Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign consumer (for, con) regarding a patient with an implantable pump. It was reported that the patient's father called. The patient had a synchromed 2 with baclofen since 2010. The patient's father stated that now, the patient was having rare episodes of underdosage symptoms. It was reported that these symptoms lasted only for a couple of hours/1 day max and was 1-2 times a month. Outside of these episodes, the therapy worked very well. The patient's father was still now worried if there was a kink in the catheter and asked how to diagnose. The patient's father stated that on thelast refill appointments, the residual and expected volumes matched. Since the patient was very skinny, it was unlikely that the pump had moved/shifted. The agent stated that they should discuss with the health care provider (hcp) if they could do an imaging of the catheter with x-ray and contrast injection. It was also advised to check the neurological status of the patient. It was stated that if the hcp needed further help, they should contact mdt directly.